Event description:
It was reported by the customer's spouse, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 400mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump communicated properly with glucose sensor simulator and the minilink transmitter. No unexpected lost sensor alarms noted during testing. No unexpected pop-ups on screen noted during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. All buttons functioned properly. However, insulin pump had slight moisture damage on keypad traces noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)